Manufacturer narrative:
Product analysis the device returned with the external slider slightly retracted. The taper tip had detached, and the stent graft had been deployed. The taper tip had detached due to a break on the spiral tubing at the end of the nose cone. The spiral tubing was twisted and deformed at the break site. A severe kink with spiral separation was observed proximal to the break site. Deformation was visible to the graft cover tip material. The reported taper tip detachment was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: a series of three (3) images were received from the account. The limb device is visible with the detached taper tip and the deployed stent graft. The spiral tubing appears to be bent. The reported detachment was confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A endurant limb etlw1613c93ee was intended to be implanted as part of the endovascular treatment of a 17mm dissection.  It was reported that during the procedure, when the surgeon unpacked etlw1613c93ee, it was noted that the the tapered tip of the dev ice was detached. A different limb etlw1613c124ee was implanted instead to complete the procedure. The device box/packaging was intact, free of damage and the inner pouch was sealed. Per the physician the cause of the broken device was a product quality issue.  No additional clinical sequalae were provided and the patient is fine.